Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq2455 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the needle cant retracted." Patient status/ intervention: change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was one 20ga x 0.75" huber plus safety infusion set. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. The following observations were made during the sample evaluation: ¿ the safety mechanism was eventually engaged over the needle; however, forceful advancement of the mechanism was required ¿ the needle shaft and safety mechanism were both examined and were determined to be undamaged and thus were not suspected to have contributed towards the event microscopic examination white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. Photographs have been forwarded to the manufacturing site for further evaluation and bd is working closely with the supplier/manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the needle can¿t retracted." Patient status/ intervention: change new needle.